Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was not charging his batteries. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (will not charge battery) has been confirmed. Upon evaluation the charger connector intermittently powered up the charger. The cause of the intermittent connection was a defective charger connector. The root cause of the defective charger connector could not be positively identified. No adverse event resulted from the defective battery charger connector. The patient received a replacement battery charger.